Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked end cap noted. Unable to perform displacement test due to cracked end cap. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that the device was dropped on to the tile floor. Customer's blood glucose was 107 mg/dl. Customer mentioned the device was cracked from the bottom of the end cap below drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.